Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and a tethered septal leaflet for a triclip procedure. The second of three clips was deployed and appeared stable. When the third clip was inserted, it was noted that the second clip had a single leaflet device attachment (slda). The clip was detached from the anterior and remained attached to the septal leaflet . Imaging was challenging due to the equipment, but the clips were visualized. The third was then implanted to stabilize the slda. Per the physician, the slda was due to the challenging imaging and tethered leaflet. The tr was reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to a combination of procedural conditions (challenging imaging) and patient anatomy (tethered leaflet). The reported poor imaging is related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.